Manufacturer narrative:
Awaiting return and evaluation of device.

Event description:
Clinician conducted an electrotherapy treatment on the pt's lower back area. The burns were noted upon completion of treatment. The pt suffered two - 2nd degree burns, diameters of burn(s) is 1.5", .5", in the treatment area of the electrodes. The pt did not seek post medical treatment for the burn(s). The pt had rec'd electrotherapy treatments over a 5 month period prior to this incident. The clinician treated the pt using 4 pole interferential treatments (ifc). The settings are default constant voltage settings. The treatment session intensity is 'increased to tolerance'. The treatment symptom is lower back pain. The treatment time was set for 12 minutes. The clinician could not determine the condition of the electrodes. The pt was not holding the pt switch.